Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2018 due to serotonin syndrome and diabetic ketoacidosis. The caller stated that the cause of death is still unknown as they do not have the death report. The caller stated that the customer had congestive heart failure, liver issues, kidney issues, sarcoidosis, and possible parkinson's disease that may have led to the customer's passing. The caller did not know the customer¿s blood glucose at the time of death. The customer's blood glucose was 600 mg/dl at the time of hospitalization. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected over 48 hours prior to passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.